Event description:
Procedure & sex: not known. Reportedly, there was no power output. Fan would work, but the power light and output level would not come on. Also, the handpiece would not activate. Used a cautery j-hook to complete. Delay in procedure was approximately 30 minutes. The use of a cautery method instead of the autosonix added more time to surgery than the normal time when the device is used. About 50 to 100cc of blood was lost. Prior to the surgery, biomedical engineering had checked the device and it was okay, but it did not work when surgery started.